Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had swelling at the ipg site and inflammation had spread to other regions of the back. It was also noted that the patient had fever, experiencing nausea and developed an infection. The leads appeared to be protruding through the skin. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that data base analysis revealed no anomalies. It was noted that the patient's infection was with an unknown cause and was related to the patient's stimulator. It was perhaps due to patient's urinary tract infection. The patient was given antibiotics and the symptoms disappeared. The patient was doing well.

Event description:
A report was received that the patient had swelling at the ipg site and inflammation had spread to other regions of the back. It was also noted that the patient had fever, experiencing nausea and developed an infection. The leads appeared to be protruding through the skin. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient began to have throwing and was experiencing pocket pain.

Event description:
A report was received that the patient had swelling at the ipg site and inflammation had spread to other regions of the back. It was also noted that the patient had fever, experiencing nausea and developed an infection. The leads appeared to be protruding through the skin. The patient will undergo a revision procedure.